Manufacturer narrative:
The available information suggests this device remains implanted. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received from the field indicating the device had been programmed to off for a surgical procedure. The patient was discharged from the hospital prior to the device being programmed back to monitor + therapy. The patient was brought back into the hospital and the device was programmed back to monitor + therapy. There were no adverse patient effects. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a latitude alert was issued for this cardiac resynchronization therapy defibrillator (crt-d) due to the device being set to tachy mode other than monitor plus therapy. No adverse patient effects were reported.